Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim I was told to slowly remove the syringe from the max zero to prevent back flow or spray back. I remove the syringe slowly after drawing blood from the PICC and the max zero sprayed blood into the air toward my face.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.